Event description:
It was reported that during an acl case, metal shavings came out of the device. None of the shavings entered the surgical site. The account had a back up handpiece to complete the case with minimal delay. No additional treatment was given to the pt as a result of this event.

Manufacturer narrative:
The device was returned to the manufacturer for investigation. According to the quality engineer, the carrier assembly was worn. Given the age of the handpiece, the reason for the worn carrier assembly can be attributed to normal wear.